Event description:
Reporter alleged obtaining a discrepant blood glucose of 341 mg/dl on the advantage sys compared back to back with a result of 162 mg/dl on her doctor's meter when testing was performed less than 10 mins apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.